Event description:
The second report of two involving the same patient (the second probe that was sued on this patient). A licox bolt/probe was introduced and the readings remained very low with no response to an increase in oxygen for 24 hours. The patient did not incur an injury as a result of this incident.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.